Manufacturer narrative:
The user facility contacted steris service regarding the reported leak in the water treatment filter housing, however, the user facility's third party biomedical maintenance technician replaced the filter housing prior to the steris service technician's arrival. The user facility discarded the leaking water filter housing; therefore the steris service technician was not able to evaluate the filter housing. Following the reported event and the biomedical technician's replacement of the filter housing assembly, the steris service technician evaluated the system 1e processor and water treatment filter housing. The steris service technician confirmed that the biomedical technician's repairs were appropriate and that the unit was operating properly. No further issues have been reported regarding the water filer housing.

Event description:
The user facility reported water was leaking from the water treatment filter housing installed before the system 1e processor. No injury, procedural delay, or cancellation was reported.